Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor against the chemical ruthenium label structure of the assay was detected. Product labeling for the assay documents this interference: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii assay results for one patient from cobas e 801 module serial number (B)(4). The sample was repeated by the accuraseed (wako) method. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with a1 patient identifier (B)(6) for the ft4 assay. The customer reported out the results to a physician.